Event description:
The device was used during a thoracoscopic lung procedure. Reportedly, the staples did not form properly and the instrument did not cut. The surgeon performed a laparotomy and resected additional tissue with another device. The hosp has reported the pt's condition is satisfactory.